Manufacturer narrative:
Submit date: 03-27-17. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This unit was received in for service and the reported symptom was verified. The device was powered on and the buzzer did not sound during start-up. The root cause of the reported condition was that the main pcba had bent pins. The unit has been repaired and restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has no alarm.